Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the station was in critical override mode. A technical support specialist (tss) remotely connected to the station and accessed the command shell. The tss stopped and restarted the data synchronization service. Following this action, the station successfully resumed communication with the server. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple station was on critical override. Customer mentioned power outage and station was not crossing over to server. There were no adverse events or injuries reported based on this event.